Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified low blood glucose (bg) level due to the pump's basal rates being too high. Customer consumed carbohydrates to address the low bg. Tandem technical support advised the customer to consult with a healthcare provider regarding settings.